Event description:
Additional information received indicated that prior to being transferred to the second hospital, the patient was in respiratory distress and transcutaneous external pacing was initiated.

Event description:
It was reported that the patient was airlifted from one hospital to another after losing ventricular capture. Upon arrival at the second hospital, the device could not be interrogated and was found to be in backup vvi. The patient coded and expired.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory via review of the device image. Review of the device image indicated that the device performed numerous high voltage charges within a short period of time, which is believed to be a result of the non-capturing pacing pulses together with the external pacing pulses that the patient was connected to as reported by the field. The device subsequently went into backup vvi mode. The device was tested on the bench and using automated test equipment and no anomaly was found.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.